Manufacturer narrative:
Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed product, resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th, 7th and 8th distal stent segments with struts raised and overlapping. Deformation was evident to the distal tip with a stubbed edge. A kink was visible on the distal shaft of the device at 18 cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and non-tortuous distal lad lesion exhibiting 90% stenosis. There was no damage to device packaging and no issues noted when removing the device from hoop/tray. The device was inspected and negative prep performed with no issues. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. It was reported that the device failed to cross the lesion and the stent was not used to complete the procedure. The physician assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury was reported. Analysis of the device revealed stent deformation.